Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set and the serious adverse events of peritonitis (characterized by nausea, abdominal pain and cloudy peritoneal effluent fluid), which required hospitalization and the instillation of a medicated solution (presumed antibiotic therapy). The etiology of the serious adverse events is unknown; therefore, causality could not be established. Hpowever, per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) since (B)(6) 2023 was hospitalized due to an unspecified infection. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient was hospitalized on(B)(6) 2025 through (B)(6) 2025 due to severe lower abdominal pain for the past 48 hours, nausea, and discolored peritoneal effluent fluid. Although the specifics were not provided, it appears a peritoneal effluent fluid culture and cell count (wbc elevated, result not provided) were collected, and the patient was diagnosed with peritonitis. The patient was treated with an intraperitoneal (ip) medicated solution (presumed antibiotic, drug, dosage, duration, frequency not provided), and the patient¿s peritoneal effluent culture result returned positive for gram positive cocci in pairs, chains and clusters (organism not provided). Per the pdrn, the patient continued to undergo ccpd therapy while hospitalized and resumed ccpd therapy at home following discharge utilizing a replacement liberty select cycler. The cause of the patient¿s peritonitis was not provided; however, follow-up cell counts obtained on (B)(6) 2025 and (B)(6) 2025 confirmed the patient was improving. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) since (B)(6) 2023 was hospitalized due to an unspecified infection. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient was hospitalized on (B)(6) 2025 through (B)(6) 2025 due to severe lower abdominal pain for the past 48 hours, nausea, and discolored peritoneal effluent fluid. Although the specifics were not provided, it appears a peritoneal effluent fluid culture and cell count (wbc elevated, result not provided) were collected, and the patient was diagnosed with peritonitis. The patient was treated with an intraperitoneal (ip) medicated solution (presumed antibiotic, drug, dosage, duration, frequency not provided), and the patient¿s peritoneal effluent culture result returned positive for gram positive cocci in pairs, chains and clusters (organism not provided). Per the pdrn, the patient continued to undergo ccpd therapy while hospitalized and resumed ccpd therapy at home following discharge utilizing a replacement liberty select cycler. The cause of the patient¿s peritonitis was not provided; however, follow-up cell counts obtained on (B)(6) 2025 and (B)(6) 2025 confirmed the patient was improving. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.